Event description:
It was reported that when using the multi angle adjustment tool to back out a pedicle screw already inserted into the sacrum the tip broke off the end of the tool. The surgeon was able to retrieve the broken tip and was able to use a multi angle screwdriver to remove the screw.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of the tip fracture of a radius ma adjustment tool was confirmed via sales rep correspondence. The device was not returned for evaluation. The tip fracture occurred intra-operatively while trying to remove a sacral screw for adjustment and replacement. The surgical technique states that the tool is able to engage the multi-angle screw at +/-30° in any direction. However, the surgeon was attempting to remove a screw at the location of the sacrum; this location is consistent with a higher angle approach. Conclusion: the root cause of the failure is likely due to the angle in which the tool was used to engage the screw.

Event description:
It was reported that when using the multi angle adjustment tool to back out a pedicle screw already inserted into the sacrum the tip broke off the end of the tool. The surgeon was able to retrieve the broken tip and was able to use a multi angle screwdriver to remove the screw.